Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed disconnected green striped tubing at sheath restrictor, vc12. The tubing was replaced, resolving the leak issue. The fse did not confirm a cause of the hgb lamp and rocker bed errors. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported a diluent leaked from the coulter lh 750 hematology analyzer. The volume of the leak is unknown. The leak was not contained within the instrument. The customer stated that the analyzer generated hemoglobin (hgb) lamp power supply error and rocker bed issues. The customer was wearing personal protection equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.